Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model , serial number/date code and age of product are all unknown. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. No injury alleged. The product is not being returned to invacare. The malfunction has not been confirmed.

Event description:
Consumer called stating that the seat on his mother's commode, unknown model and date code, allegedly cracked while she was seated.